Manufacturer narrative:
Five reports of product leaks were identified by a single downstream customer, all detected after pharmacy filling but prior to patient administration. No patient exposure, injury, or impact was reported. Failure modes included one event described as a "hole in the bag," another as "leaking at the seam," with the remaining events reported without defined leak locations. A comprehensive review of device history records, maintenance logs, and qc checks identified no nonconformances, deviations, or abnormalities. Because the affected samples were discarded by the end user and not returned for evaluation, the reported failures could not be independently confirmed through investigation. No evidence of a systemic manufacturing defect has been identified. No additional information is available at this time; should further information become available, a supplemental report will be provided.

Event description:
The customer reported five events of leaking eva 150 ml bags from a single lot. Leaks were identified by caregivers after pharmacy filling but prior to patient administration. One report described a hole in the bag, another described leakage along the seam, and the remaining leak locations were not disclosed. All product samples were discarded by the end users and were not available for evaluation. As the leaks were detected before administration, there was no patient involvement or harm. No further information has been provided.